Event description:
A nurse reported that the sys will not recognize or tune the handpiece during a cataract surgery. The sys was exchanged to complete the procedure. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).